Event description:
Vascular occlusion by injected collagen leading to necrosis. No treatment was required other than topical applications. Follow up findings: physician reports that necrosis resolved in "a small, slightly depressed, hypopigmented scar at the site - overall minimal residual scar."